Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer stating that his pump started alarming again last night. The patient reported that it was supposed to be off due to a failure where it quit delivering medicine. The patient wanted a pump replacement, but the healthcare provider (hcp) would not do it. The patient had faxed medical records and release of information to 2 other hcp yesterday. The patient was frustrated that no one would help them.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was reported by a healthcare provider (hcp) regarding a patient receiving morphine (20mg/ml, 12.37 mg/day, unknown lot number) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back syndrome - other. The hcp reported that a motor stall was seen at the initial interrogation of the patient's device. The patient did not recently have an MRI. The patient told the hcp in (B)(6) of 2015 that the patient experienced withdrawal symptoms, nausea, diarrhea, and increased pain, causing the patient to be hospitalized. The pump was interrogated and the pump logs identified multiple motor stalls with multiple recoveries and tube sets. The first motor stall occurred on (B)(6) 2015. The hcp denied any electromagnetic interference (emi) or magnetic interaction, such as MRI. The hcp silenced the audible alarms. The steps to resolve the pump motor stall and the outcome of the event were not provided. Additional information was provided by the consumer stating that "the pump did not stall, it quit working on me." The patient noted that they needed a new hcp, because their hcp has stopped working with pumps. Physician listings were provided to the patient. The patient would not provide any further information. Follow-up had been conducted, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be filed.